Event description:
"S/p b submusc infra gel implants (unk type/MFR) for augmentation. Other than h/o fall when ice skating several yrs ago and striking r breast and causing pain, but cannot remember any trauma. Denies decreased size but c/o increased burning pain in breasts, r greater than l x 1 1/2 yrs to point pt must wear bra at all times now. Also c/o progressive systemic probs including arthralgias, myalgias, swelling, chronic fatigue, swollen glands, rec low grade fevers, sweats/hot flashes, headache, tmjs, visual disturb, dizzy spells, memory loss, rashes, sen sun/cold/chem (true raynaud's), sob, cp, weight loss, bs and easy bruising and gu disturb."